Event description:
It was reported that during a robotic lung wedge resection procedure, they were using the device with a green reload. Once they input the stapler into the trocar and the patient and tried to articulate it, the reload fell out into the patient. When they tried to remove the reload longwise through the trocar, the metal portion of the reload fell apart from the green reload and some of the yellow drivers fell into the patient. They eventually were able to fish the green portion of the reload out and the metal bottom and as many of the drivers as possible. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were all the drivers retrieved from the patient? They tried their best. We could not see any more but can't garuntee it. Were any additional procedures or tests performed to make sure all pieces were retrieved from the patient? A chest x-ray and it didn't show anything.